Event description:
It was reported that the pump battery would not charge, and despite attempting different solutions such as using different wall outlets and chargers, the issue persisted. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer¿s pump, which was still under warranty, was scheduled for replacement by technical support. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, and instructions were given for returning the malfunctioning pump.